Event description:
Healthcare professional reported, right side capsular contracture, baker grade IV. And exchange from textured to smooth implants, due to the patient's concern with the product.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: white calcification (70%) in shell, fold creases, linear opening. Leak test and microscopic analysis was performed which identified: a linear striated opening on posterior side assessed as surgical damage. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a linear striated opening assessed as surgical damage consist in the use of some surgical tool. Additional, changed, and/or corrected data: b.5., d.6b, d.9., h.3., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown and exchange from textured to smooth implants due to the patient's concern with the product. The device remains implanted.